Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient experienced loss of stimulation due to unable to increase amplitude. A sjm representative tried reprogramming to no avail. (B)(6) determined high impedances on the lead. Xrays revealed lead migration. Consequently, surgical intervention was undertaken wherein the lead was explanted and replaced which resolved the issue. Reportedly, effective stimulation was restored postoperatively.